Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report, should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 25, 2016 , (B)(4).

Event description:
End user reports that after using for five days, the exposed film of the tri-laminate of the device cut the stoma. The device was removed, no other patient information was reported.